Manufacturer narrative:
Back up tapes were obtained and a field engineer visited the site to perform other tests to ensure the safety of the unit. At this time no pts have been mistreated. A software patch is expected to be released in 3-5 weeks. Until then,elekta is ensuring that all customers are aware of the issue, tested their units to ensure that they are not exhibiting the fault and are aware of how to avoid any safety issues.

Event description:
When the multileaf collimater (mlc) back-up diaphragms are in the vertical plane, the friction in the system may be insufficient to prevent the diaphragms driving under their own weight. Photon mode is unaffected. In electron mode only, systems running precise desktop release 4.2 or 5.0, is disabled during treatment so that it will not apply a correction or flag an inhibit. If the diaphragm moves out of position it will be driven back only at the end of the beam when the servo is re-enabled (the servo is enabled before and after an electron treatment when the interrupt or terminate buttons are pressed). An important notice was sent to customers (a288-unexpected movement of the mlc back-up diaphragms during electron treatment for precise desktop r4.2 and desktop pro r5.0 - mlc head only). Customers were asked to do a test to check if their linear accelerator is likely to demonstrate the fault condition. This site completed the test on their unit and the result was that the unit did show a potential for the fault to occur.